Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a 30 day follow up where CT revealed an type ii and type ib endoleak and aneurysm growth. The physician elected to re-intervene to place an additional iliac stent graft on the right side and coiling of the right hypogastric. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was found to be unknown/undetermined due to the lack of pre-operative imaging. However, the right common iliac artery was aneurysmal and likely had a short distal seal zone that may have contributed to the event. An additional limb extension was placed, extending into the right external iliac artery which successfully resolved the issue. The most likely cause of the intraoperative migration of the left limb was found to be unknown/undetermined due to the lack of pre-operative imaging. However, the left common iliac artery was aneurysmal and the conical short distal seal zone likely contributed. An additional limb extension was placed, which successfully resolved the issue. The final patient disposition was no additional negative patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)